Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint could not be confirmed/duplicated. Visual and functional testing did find that the downstream occlusion (dso) sensor was defective. The dso sensor was replaced, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating that the device had the volume ¿deactivated¿; during device evaluation it was found that the downstream occlusion (dso) sensor was defective.